Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however the procedural outcome is unknown. It was reported to philips that the system is unable to perform geometry movements. The service was not provided by philips as customer no longer required the service. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.